Event description:
Product analysis for the patient¿s generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
B5. Describe event or problem, corrected info; initial MDR inadvertently omitted information known prior to submission.

Event description:
The explanted generator was received for analysis. Analysis is underway but has not been completed to date.

Event description:
It was reported that the patient has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a replacement due to high lead impedance and prophylactic generator replacement. It was noted the patient was not perceiving stimulation. It was indicated from the operating room specialist that she did not believe the lead was explanted at all, because she did not receive any part of the lead. The explanted devices have not been received for analysis to date.